Manufacturer narrative:
Initial reporter zip/post code: (B)(6). MFR site zip/post code: (B)(4).

Event description:
It was reported that frost developed on the needle shaft and handle. During the use of an iceforce 2.1 cx 90 cryoablation needle in a kidney cryoablation procedure, frost developed along the shaft of the needle and handle during first 10 minutes of the freeze cycle. The physician protected the patient's skin by using drapes and towels. Procedure was completed with no harm to the patient.

Event description:
It was reported that frost developed on the needle shaft and handle. During the a kidney cryoablation procedure while using an iceforce 2.1 cx 90 cryoablation needle it was reported that frost developed along the shaft of the needle and handle during first 10 minute freeze cycle. The physician protected the patient's skin by using drapes and towels. Procedure was completed with no injury to the patient. The device was not returned for analysis, therefore the reported complaint could not be confirmed.

Manufacturer narrative:
Initial reporter zip/post code: (B)(6). MFR site zip/post code: (B)(6). Correction: manufacturer name initially reported as (B)(6). MFR site facility name initially reported as (B)(6). The device was not returned for analysis and therefore and engineering investigation could not be performed. The photograph provided confirmed the reported complaint of frost on the shaft. This complaint type can be caused by insufficient thermal insulation of the needle, however the cause cannot be confirmed with without electrical testing and needle disassembly. Evaluation based upon photo provided.